Manufacturer narrative:
The device involved in the incident was not available for analysis. The complaint information was forwarded to the device contract manufacturer for review and investigation. A review of the complaint database from 2000 to present showed this is the first complaint of this nature for this device family.

Event description:
Female blue (venous) white luer connector detached from extension tubing during dialysis blood loss of 100-200 mls.